Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l leaked. The following information was provided by the initial reporter: port leakage in several products. Several stick for placing a new pvc.

Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l leaked. The following information was provided by the initial reporter: port leakage in several products. Several stick for placing a new pvc.

Manufacturer narrative:
H.6. Investigation: one used sample was received by our quality team for evaluation. Upon visual inspection of the sample, a damaged (ruptured) valve was observed through the injection port. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the damaged (ruptured) valve. CAPA#1379444 was initiated.